Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the device displayed an error message potentially due to a parameter conflict. The device was re-interrogated after a few days to resolve the issue. The device remains implanted and the patient was stable with no adverse consequences.